Event description:
Updated information received 8/2/2016 (after original MDR was already submitted) regarding end-user's visit to doctor. The end-user reported that she had some red marks on her shoulders from the pads (electrodes), and her doctor did an EKG to ensure that her heart was not affected. The diagnosis was that the electrical current must have gone through her brachial plexis on both sides. This follow-up MDR will be submitted to FDA. New information will also be provided to the device's manufacturer.

Event description:
The customer received an extreme shock across her shoulders from a tens unit. The user applied the electrodes to her shoulders and lower back - channel 1 on her shoulder, and channel 2 on her lower back. During treatment, she turned up the intensity on her shoulders to about 13 (last she recalls). All at once, the unit went crazy and shocked her shoulders, neck, jaw and arms. She reports that she was electrocuted and could hardly move her shoulders. Her shoulders were hunched to her ears, and her arms were contracted and convulsing/shaking, pulled close to her body. She reports the event as terrifying, and as though she was going to have a heart attack. She was able, with great difficulty, to move her arm and hand down to the unit to pull out the electrode, which caused it to stop electrocuting her. She couldn't even scream as this event was occurring. The unit continued on for 28 minutes. She couldn't get the unit to stop, so she pulled out the battery. She plans to visit her doctor's office, as her colleagues at work told her that it looks like she had been burnt across her shoulders.